Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Device re-evaluated upon receical, material updated.

Event description:
Loss of osseointegration, device re-evaluated upon receical, material updated.